Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. The customer went to emergency room due to chest pain but blood glucose dropped to 37 mg/dl, 174 mg/dl, 152 mg/dl. The customer treated low blood glucose with the food. The customer was also reported that insulin pump had blank display and insulin pump was beeping with white light. The insulin pump will not be returned for analysis.